Event description:
It was reported to boston scientific corporation in 2009, that an autotome rx sphincterotome was used on an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the cut wire broke but did not detach from the catheter. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received by for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.